Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the database got repaired. The technical support specialist refreshed the database to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system became abruptly stuck on white screen preventing the user from dispensing medication. The customer added that there was a 6-hour delay during accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 08-oct-2022 to 07- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database got repaired. The technical support specialist set a simple recover mode and fully synced the station and refreshed the database to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system became abruptly stuck on white screen preventing the user from dispensing medication. The customer added that there was a 6-hour delay during accessing medication. There were no adverse events or injuries reported based on this event.